Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 50 mg/dl. The customer was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer did not report any symptoms for low blood glucose level. The customer did not allege that the insulin pump was over delivering. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Troubleshooting was performed for low blood glucose level. The insulin pump will not be returned for analysis.